Manufacturer narrative:
H3: product analysis: part # 55740005545, lot # h5545201 visual inspection did not reveal any damage to the pedicel head, crown or the threads of the bone screw. It appears a different size screw was chosen. No fault found. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in p osterior lumbar interbody fusion (plif) spinal therapy. It was reported the vertebral pedicle was found to be at risk of breakage while using a 5.5-diameter tap. The size was increased to a 6.5-diameter because there is a concern that the planned size of 5.5 screws may loosen. The reported product was not used on the patient. A cut-out occurred in the probe before screw insertion. No further complications were reported.